Event description:
A small clip applier instrument was returned to intuitive surgical inc. Without a complaint description. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the instrument returned without a complaint description; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
Small clip applier instrument was evaluated and failure analysis found instrument's main tube had deep scratch/gouge at the distal end with light material removal. The scratch was .168 in length and was not aligned with the tube axis. It was concluded that the damage to the main tube may have been due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Customer returned the instrument without a complaint description. However, tube abrasion/deep scratch found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.